Manufacturer narrative:
Additional information received on 23 may 2017 and includes: the surgeon used a locking screw and tightened with the torque limiting driver. Batch review performed on (B)(6) 2017. Lot 143384: (B)(4) items manufactured and released on (B)(6) 2014. Expiration date: 04-30-2019. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of pain. The surgeon noticed that the screw backed out of the insert. The surgeon revised the insert as planned. The surgery was completed successfully. X-rays and explants are not available.